Event description:
On (B)(6) 2014 the reporter contacted lifescan (B)(4), alleging inaccurate high result of "217mg/dl" on the subject device as compared to "138mg/dll" on another meter (ot vita), performed within 30 minutes. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.